Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2021 a rn reported that a tele bed did not alarm for a monitor tech. No injury was reported as a result of this event. The issue is under investigation.

Manufacturer narrative:
The device remains in service at the customer site. Spacelabs field service engineer made several email attempts to follow up with the customer for additional information; none was provided. This report is complete, and this issue is considered closed. Spacelabs will resubmit should additional information become available. H3 other text: placeholder.